Manufacturer narrative:
The device was returned to olympus for inspection when the reportable malfunction was observed. Based on the results of the investigation, the issue is attributed to component failure of the internal circuit board. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during olympus' device inspection that the high flow insufflation unit's internal circuit board malfunctioned and had to be replaced. There were no reports of patient involvement.